Event description:
The reporter indicated that a 12.6 vicmo 12.6 implantable collamer lens of -7.0 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. On the same day different surgery a replacement lens of longer length was implanted and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).